Event description:
On 03 july 2015, a customer reported their vitek® ms system identified a patient sample as listeria grayi instead of h. Pylori. Customer reported that the gram stain of the organism is gnb, suspected h. Pylori. The customer performed 2 replicate tests, with and without fa extraction. One preparation reported listeria grayi. All other preparations reported "no identification." The sample was sent for sequencing and was confirmed to be h. Pylori.

Manufacturer narrative:
An investigation into a sample confirmed to be h. Pylori but identified by the vitek ms as listeria grayi was performed. The investigation reviewed the data logs of the instrument, the customer procedure, and the limitations of the instrument. Investigation into the actual sample involved was not possible as the customer discarded the organism. The customer procedure was reviewed. The incubation time was noted to be longer than 72 hours prior to sampling for identification in the vitek ms instrument. According to the vitek ms user manual it is mentioned that for measurement in the vitek ms, isolates must be tested from a fresh culture incubated as follows: bacteria and yeasts : incubation time: 24 - 72 hours. In addition to the increased incubation time, the user manual also states, "h. Pylori is in the knowledge base but this organism is part of the list of organisms with lower accuracy of identification, it is important to confirm identification of these organisms with an alternate method." The data log files for the vitek ms instrument for the sample involved in this incident were analyzed. A non-optimal tuning of the instrument was detected and properly adjusted. The most probable root cause of this event was determined to be user error of incubating the organism too long prior to sampling for identification on the vitek ms instrument.

Manufacturer narrative:
Data files from the system were collected and sent to biomérieux for further investigation. The files were analyzed and show that the system fine tuning needs to be checked by a field service engineer. The field service engineer visited the customer site and adjusted the fine tuning of the system. A review of vitek ms system documentation reveals that h. Pylori is one of the organisms with a lower accuracy of detection. The documentation recommends that users confirm the identification of this organism with an alternate method.